Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was found deceased due to ventricular tachycardia and ventricular fibrillation as the primary cause of death. A manual transmission of the device was performed and episodes of undersensing were noted which resulted in delayed therapy. Technical support reviewed the session records and did not see any indication of a product malfunction.